Event description:
The customer reported that there was no audio bradycardia alarm heard at the central station during an alarm event. The pt expired.

Manufacturer narrative:
(B)(4). The customer reported that there was no audio bradycardia alarm heard at the central station during an alarm event. The pt expired. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.